Event description:
It was reported that on (B)(6) 2012 the patient was struck in the chest with a baseball. A hematoma developed right over the location where the device was implanted. The pulse generator at a follow up exhibited an output anomaly. The device was explanted and replaced on (B)(6) 2012.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.